Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing found that a motion calibration message displayed on the pendant after startup. The rotor position needed validation. The inner gantry may have come into contact with the table during rotor motion, causing loss of calibration. It was noted that the user did not follow directions or the manual door open procedure correctly after this message appeared. The rep performed the invalidate home procedure and then tested the door mechanism and movement. The issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the site was unable to open the system¿s door. They were not able to manually open the door either. No further information could be provided. There was no patient present when this issue occurred.